Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient ipg incision site was opening up. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. The new ipg was implanted in a new ipg pocket.